Event description:
It was reported that there were lead removal problems. It was stated that the health care provider (hcp) chose to do a lead revision due to the fact that it had "migrated inwards significantly." The removal reportedly became difficult as all the tines were within the foramen. It was stated that the lead snapped and partially remained within the patient. It was indicated that it would be a major surgery to remove the remaining half of the lead. There was no patient injury and the patient recovered without sequela. No further information was given. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3093, explanted: 2012-(B)(6), product type lead. (B)(4).